Event description:
During a procedure surgeon was reaming the shaft for a tibia nail procedure. The guide rod proximal end apparently had a bend in it. While the surgeon was trying to ream the canal over the guide rod, the reamer head broke. Surgeon removed the reamer shaft, guide rod and reamer head. Surgeon could not remove the fragments of the reamer head, fragments remain in the canal of the pt. Surgeon selected and used a new guide wire and reamer. Surgeon repositioned the pt's leg slightly and implanted the nail to complete the procedure. There was no info on the pt's recovery. This is 1 of 2 reports.

Manufacturer narrative:
Device was used for treatment. Corrected data - device was not implanted. Device history record review has been requested.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.